Manufacturer narrative:
Product event summary: analysis confirmed the reported issue. As a result the touchscreen bezel was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the screen still remains non-sensitive in the lower right corner and so does not want to program properly. The programmer was returned for servicing. The event occurred prior to use and during setup. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.